Event description:
While wearing the external equipment, the pt reportedly experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. Testing performed confirmed out of range impedances on all electrodes. A decision was made to explant the device. Surgery to explant the pt's device has been scheduled.